Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer initially called to set time and date. During the call, a blood test was performed by the customer fasting and produced test result of 126 mg/dl using true metrix air meter. Customer stated he took metformin that morning. Customer then stated he had noticed the meter give a reading of 700 mg/dl earlier today; educated the meter does not read that high, if it was a reading higher than 600 the meter would read hi. Customer then stated he did see result of hi. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 01/29/2026; open vial date and product storage were not provided. Coordinator had initially spoken with customer and transferred information to technician. Technician was unable to contact the customer via telephone. No further information was able to be obtained.